Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and showed that the pump exhibited high alarm downstream occlusion around the time of the complaint. The customer's stated problem was not verify regarding "alarm with no error code". The pump was inspected, and functional test was performed, and it passed. Service will replace the downstream occlusion as a preventive action. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited an alarm with no error code. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.